Event description:
Healthcare professional reported injecting a patient in the midface with 2 syringes of JUVÉDERM® VOLUMA¿ XC and in the lips with JUVÉDERM® VOLLURE¿ XC. Ten days later, the patient experienced ¿swelling.¿ At 3 weeks, the patient felt ¿significant lumps and bumps.¿ The patient was advised to see their primary care physician who did not find any abnormalities. The patient started antihistamines that month. Two months later, the patient was treated with 150 units of Hylenex, and the antihistamines were restarted. Ten days later, the events had improved, with the lower lip no longer bumpy, and most of the swelling in the upper lip. Event was ongoing.This file captured the JUVÉDERM® VOLUMA¿ XC.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.This is a known potential adverse event addressed in the product labeling.